Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported that yesterday they felt the stimulation more between the legs and this morning she feels it in the buttocks. When asked if they are getting therapy relief the patient said they didn¿t know. Agent did not ask about the circumstances that led to the reported issue. Current setting patient is on program 1 at 1.8 volts on the call the patient increased the stimulation to 2.2 volts and said they feels it a little more in between the legs. Patient was advised to consult with the doctor and to monitor to see whether getting therapy relief.